Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that approximately 5 weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model. The reason for the explant was reported as "wrong cylinder". Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned with white gauze material inside a small plastic specimen jar. Solution is dried on the lens. The optic is torn/cut into two portions, similar in appearance to damage from removal. One optic portion has small split/cracked areas, is scraped, and the optic edge has a small broken portion observed. A re-evaluation of the lens power, cylinder, and resolution could not be conducted due to the damaged condition of the lens. The product investigation could not confirm a root cause for the complaint of ¿explanted iol: wrong cylinder¿. The lens was torn/cut into two portions with additional optic damage observed. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The power (cylinder and diopter) and resolution of the returned lens could not be re-evaluated due to the optic damage. Information of the same diopter but a different toricity of lens model suggests that the incorrect lens model was selected and possibly the replacement lens was a better fit for the patient¿s vision needs. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicated that the patient's prognosis is good.